Manufacturer narrative:
The reported field experience of a stripped atrial set screw was verified in the lab. Upon receipt, the atrial set screw was unable to engage with test leads because it was stripped with septum material inside. The septum material was removed from the device set screw, and an is-1 test lead was able to fully insert and secure into the device header. The event occurred during implant, which suggests that the set screw damage is procedure related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented routine implant of the implantable cardioverter defibrillator. During the procedure the physician noted that the atrial port setscrew was stripped in the device. The procedure was completed using a replacement device. The patient was recovering in stable condition.